Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl. The customer had symptom such as vomiting and treated with insulin pump and manual injection. Customer's blood glucose value was over 600 mg/dl at the time of the call. Customer's parent also reported issue with infusion set being bent and kinked and not sticking. Unable to complete high blood glucose troubleshooting due incoming call from the customer's doctor being received. Advised customer's parent to call back to complete troubleshooting on high blood glucose event. Received a call back from the customer's parent and troubleshooting was performed and completed on bent infusion set cannula. Advised customer's parent that a replacement infusion set will be sent. Infusion set is expected to return. The insulin pump will not be returned for analysis.